Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. A mesh sample has been provided to the allergist for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. Allergic reaction is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's md: on (B)(6) 2018: the patient underwent implant of a bard ventralex hernia patch. The md alleges "she (patient) developed a systemic rash shortly after surgery, and the concern is that she could be allergic to the mesh."

Event description:
The following was alleged by the patient's md: on (B)(6) 2018: the patient underwent implant of a bard ventralex hernia patch. The md alleges "she (patient) developed a systemic rash shortly after surgery, and the concern is that she could be allergic to the mesh." Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2009. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. The existing implant date on (B)(6) 2018 would be retained in this complaint record.

Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. A mesh sample has been provided to the allergist for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. Allergic reaction is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the information provided at this time, no conclusions can be made. Addendum: a legal claim was received for this file. The patient's attorney alleges surgical intervention and that the device was defective; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.